Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 87% stenosed, 30mm x 2.75mm, eccentric, de novo target lesion containing a > 45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion were crossed with a 185 pt2 guidewire, a 6f non-bsc guide catheter, pre-dilation was performed with a 2.75 x 20 emerge balloon catheter and a 20 x 2.75 rebel bms stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. Both bsc and a non-bsc device were used to complete the procedure. No patient complications were reported and the patient's status was stable.